Event description:
Complaint/event description: a registered nurse (rn) submitted an email to fresenius product complaints reporting an incident that occurred during a home hemodialysis training respite treatment. During the treatment, the patient required administration of normal saline. The 0.9 percent sodium chloride injection 1,000 milliliter baxter bag required replacement. The nurse experienced extreme difficulty removing the spike from the intravenous bag. The difficulty was such that assistance was required from a second rn to remove the spike. The rn stated that this is very dangerous and we want to report the incident. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).